Event description:
Received notice of complaint concerning above product from director of nursing. Spoke with director of nursing who reports that the mainline tubing separated from the (post pump) pump segment connection. Reports that this occurred just after the treatment was initiated. The health care professional notice blood dripping from the stated location and as they wiped it off, the line separated. The director of nursing reports that the pump had been stopped prior to the separation and that the patient lost approximately 50cc of blood. Line was changed and the treatment was restarted and completed without further incident. The patient was stable throughout and did not require any intervention. Line has been saved for evaluation. A response letter and mailer have been sent to the facility. A medwatch form has been filed based on blood loss.